Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that her implantable neurostimulator (ins) site was mostly sore and after surgery; she did not felt stim until she turned stim up to 2.7v and then she felt the pulse in her tailbone and her ins site. It was indicated that she was going to her healthcare provider (hcp) today. Patient stated ¿it was hard to put on her body she had to look in the mirror¿. It was noted that patient had device implanted a day prior to this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was experiencing numbness in the back of her legs and some numbness in her arms and shoulders. The patient noted they she went to the healthcare professional (hcp) on (B)(6) and they made sure they put everything in the right place and showed her where the implantable neurostimulator (ins) was located. The patient stated they told her to put it on 3.0 v, but she experienced numbness. The patient synced to her ins and stated her stimulation on and the hcp did not provide any direction as far as switching programs. The patient noted she was not able to reach the hcp and she did not know what to do. Additional information from the patient reported she had spoken with the hcp about the numbness in her legs and feet and he told her she could turn it down or off and they did not seem too concerned. The patient stated she turned it down and the numbness in her legs went away, but she still felt numbness in her feet and when she walked she could feel it. The patient turned stimulation down to 0.1 and the patient planned to monitor the effect and her comfort.